Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012; inratio2: 538; lab: 3.2 - 3.1. Customer stated that venous blood was used for the comparison. End user has been advised that this is not appropriate sample type for the inratio. Therapeutic range: (eg 2.5 - 3.5, 2 - 3).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: unspecified; inratio meter = 5.8 inr; reference = 3.2 and 3.1 inr; mean = 4.03; confidence limits = 2.3 - 5.7. The mean of the inratio meter and comparative system inr were calculated. Inratio value falls outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Reviewed reference test on reported lot 271721. In-house therapeutic donor testing has been performed on reported lot 271721 on (B)(6) 2012. Results as follows: donor a 203: inratio: 1.8; inratio: 1.9; inratio: 1.9; ref: 1.92; bias threshold: 1.42 - 2.42; %cv: 3.09. Donor b 220: inratio: 3.3; inratio: 3.2; inratio: 3.3; ref: .99; bias threshold: 1.99 - 3.99; %cv: 1.77. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method for lot #271721 revealed that test results did not meet accuracy criteria. Customer using venous sample in test could affect test accuracy. As stated in the user guide, intended use - the alere inratio 2 pt/inr professional testing system is used for the quantitative measurement of prothrombin time (pt) in fresh, capillary whole blood. It is considered off-label use. No product was expected to be returned; review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. As reviewed on (B)(4) 2012, (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no further action is required at this time. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.